Manufacturer narrative:
It cannot be determined if the device may have caused or contributed to the patient's experience however it is anticipated based on the limited information provided that the patient may undergo future surgery as a result of this aborted procedure, therefore this event is being reported for the potential future serious injury that may arise. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
This pi is for the custom pelvic plate. Primary procedure, left custom heavy pelvis. It was reported that after implanting the replacement pelvis and two axsos screws, the surgeon noticed excessive bleeding and had to remove the devices to find the source. The surgeon decided to abort the procedure and closed the patient. Post-operatively, the patient is stable. The surgeon reported his belief that in removing scar tissue (patient diagnosed with ewings sarcoma and had a previous procedure to resect bone), he may have hit a vessel which caused the bleeding. Rep confirmed there are no allegations against the implants, and reported that no further information will be released by the hospital or surgeon.